Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information from the patient that this left ventricular (lv) lead was not functioning properly and was explanted. At this time, specific information regarding the issue with this lead is unknown. Additional information has been requested; however, no further information is currently available.